Manufacturer narrative:
No deviations from the IFU were mentioned. All positive results did not generate robust growth curves and the ic values did not appear suppressed. As result discrepancies were generated, an investigation into the kit lots (h01403 & h01397 exp. 01/31/2022) was performed and no product issue was identified. Although the exact cause of the issue cannot be pinpointed, there are a few possible causes. Recollections of samples can be different because they are actually generating different titers. The patient could be generating true positive results, while not at the lod (lower limit of detection), is generating titers that are trending later and multiple collections can also trend later and passed the lod of the assay, which could explain the negative results. However, we cannot rule out a contamination event either with the samples preparation or in the customer¿s instrument. Regarding the vaccines prompting these results, based on the design of the cobas® sars-cov-2 test the performance of the test is not expected to be impacted when used to detect the presence of sars-cov-2 virus in individuals who have been vaccinated with an mrna vaccine. Receiving a covid-19 mrna vaccine will not result in a false positive cobas® sars-cov-2 test result. It is to be noted that the customer also referred to an observation concerning positive samples (neg-pos, pos-neg or rarely pos-pos), which were from individuals vaccinated and without any clinical symptoms, that when retested they gave a negative result. In these cases a recollection of the sample was requested giving an also negative result. However, no data or any further information regarding the patients was provided. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from greece alleged the generation of multiple result discrepancies for one patient with kit cobas 6800/8800 sars-cov-2 480t for use on the cobas® 6800/8800 system. All but one of the sample replicates was repeated with the same draw. The patient was fully vaccinated since (B)(6) 2021 and was asymptomatic. The "patient" as is a hcp (health care professional) who is currently working at a hospital and is getting frequently tested because of that, the patient is not under quarantine. The results were reported to medical personnel and no harm is alleged.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests.the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results generated by the kit cobas 6800/8800 sars-cov-2 480t for use on the cobas® 6800/8800 system. According to the customer a hcp who was fully vaccinated was tested 10x with the cobas® 6800/8800 systems. The first two samples that were initially tested on the (B)(6) were negative for both targets of sars-cov-2. A new collection from the same patient on (B)(6) 2021 was both positive and negative followed by add'l 5 new samples collected and re-tested and the results were negative. (B)(6) 2021 new sample was recollected and tested with the cobas® sn (B)(4) both positive and negative, the same sample was retested using the cobas® sn (B)(4) and the results were negative. (B)(6)2021 new sample was recollected and tested negative for both targets. Most of the samples were tested on the instrument with cobas® sn (B)(4). The results were reported to medical personnel and no harm is alleged. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).